Manufacturer narrative:
Investigation summary: no sample was received. Investigation conclusion: this is the 1st complaint for the lot# 7297971 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7297971 during the production run. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that bd posiflush¿ syringe plunger rod detached. This was discovered before use. The following information was provided by the initial reporter: before use, customer complaint 1ea flush plunger rod detached from the plunger.